Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient was treated on (B) (6) 2009 and a xience v stent was implanted in the mid left anterior descending artery lesion. The patient was taken to the recovery room; however, bleeding occurred at the access site and the patient was taken to surgery. Reportedly, the bleed was unrelated to any abbott device. The patient was taken off of plavix for two days due to the bleeding. The patient was discharged home on (B) (6) 2010. The patient returned to the hospital the next day ((B) (6) 2010). The patient was found to have subacute thrombosis, which was successfully treated with an additional non-abbott stent. The patient was discharged home on (B) (6) 2010. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - product performance engineering reviewed the incident information. The reported patient effects are known adverse events as listed in the product risk assessment and instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design or labeling. Review of the device history record for this lot did not produce any findings relevant to this report.